Manufacturer narrative:
The t:flex user guide indicates: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose levels "near 400" mg/dl. The customer was uncertain of the suspected cause and delivered a bolus via the pump. During a system check with tandem technical support, the customer confirmed that u-500 insulin was in use in the existing cartridge. Additionally, it was reported that the pump reset unexpectedly. The customer changed the infusion set and resumed insulin delivery.